Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 21 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a hemorrhagic stroke on (B)(6) 2018. The patient was unstable with mental status changes and a poor outcome. It was reported that the patient expired on (B)(6) 2018. The cause of death was intracranial hemorrhage with midline shift and deteriorating m8. No further information was provided.